Manufacturer narrative:
Section d4 unique identifier (UDI) # was corrected.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks." The product information was not provided.

Manufacturer narrative:
Investigation summary: samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks". On 09jun2024 the customer provided additional information stating that liquid leaked out on the side.

Manufacturer narrative:
Additional event information was received from the customer on 09jun2024 therefore sections b5, d1 and d4 were updated.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) for lot 004115 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was returned for evaluation and the reported issue was observed. However, the investigation did not identify a systemic issue with the product or process. A specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. We will continue to monitor related reports to determine if additional actions are necessary.